Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occured. The alarm cleared and customer resumed insulin delivery. Customer¿s blood glucose level was 70-150 mg/dl.